Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/19/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/03/2014 with the following findings:a review of the pump¿s history showed call service alarms on the reported event date. The time and date were accurately set at the start of investigation. The pump powered on normally during testing and was able to successfully pass the rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms. The pump cover was removed and no internal damage was found. Unrelated to the complaint, evaluation revealed a cracked battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.